Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No frozen screen or button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. Customer reported they were attempting to bolus when the alarm occurred. It was found the customer had issues with their insulin pump freezing and buttons being unresponsive in the past. The customer's blood glucose was 206 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis. The customer also called back one week later to report they had a concussion after receiving their replacement insulin pump. Customer reported experiencing headaches and will be consulting with their doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.